Event description:
It was reported the connector for the ventricular port is broken. The epg (external pulse generator) was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Ventricular output connector is broken. Upper and lower cases, battery release, heart block, battery release o-ring, release spring, and battery flex are contaminated. Battery contacts are compressed. Battery drawer is broken. Main printed circuit board is out of electrical specification.